Manufacturer narrative:
Subject device is not available.

Event description:
The stent was successfully deployed in the right posterior communicating (pca) to basilar artery (ba). It was reported that during removal of the stent delivery wire (sdw) from the treated area, sdw distal bumper marker became stuck with the implanted stent and was unable to be removed. After unsuccessful manipulation to release the sdw, the physician decided to loop the proximal end of the delivery wire and sutured it to the patient's subcutaneous at the groin level. The procedure was finished. There were no reported clinical patient complications due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. As per the device directions for use (dfu) "prior to removing the stent delivery wire, position the microcatheter distal to the stent to maintain access through the stent. Remove and discard the neuroform ez stent system." When asked for clarification on adherence to the dfu the following information was received: "the first time, the physician did not follow above procedure and only the delivery wire was pulled out. After that, the distal bumper of the delivery wire was stuck on the stent. After that, although the physician tried to follow the dfu, the microcatheter was not able to be advanced distal to the stent." Based on this information an assignable cause of use error was assigned to the reports sdw stuck in stent and un-retrieve device fragment. The vessel perforation likely occurred due to the stent delivery wire (sdw) remaining inside the patient. Vessel perforation of the vessel is a known potential complication of neurovascular procedures and is listed as such in the dfu; therefore, an assignable cause of anticipated procedural complication was assigned to the observed vessel perforation during pci.

Event description:
The stent was successfully deployed in the right posterior communicating (pca) to basilar artery (ba). It was reported that during removal of the stent delivery wire (sdw) from the treated area, sdw distal bumper marker became stuck with the implanted stent and was unable to be removed. After unsuccessful manipulation to release the sdw, the physician decided to loop the proximal end of the delivery wire and sutured it to the patient&#62688;subcutaneous at the groin level. The procedure was finished. There were no reported clinical patient complications due to this event. It was reported that approximately 3 months post the index procedure, angiography performed during percutaneous coronary intervention (pci) revealed that the sdw was broken in 2 parts (abdominal aorta and thoracic aorta). The tip of the each broken delivery wire had perforated the vessel wall; however, bleed did not occur. The physician unsuccessfully attempted to remove the broken sdw from the abdominal aorta with a snare device. The pci was discontinued and the patient was reported to be in stable condition.